Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, when stylet was removed the atrial lead dislodged; this occurred multiple times. The physician elected to use new lead due to tissue buildup on the helix. The new lead was implanted without incident. There were no consequences to the patient.